Manufacturer narrative:
Addition e1 (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The getinge fse replaced the pcba, cardiosave rohs power management and complete the pm per the manufacturer¿s specific. The failure analysis and testing dept. Received part with a reported unit failure of the battery not charging in slot 1. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) batteries not charging. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump(iabp) batteries not charging. There was no patient involved.